Manufacturer narrative:
The patient gender of male and patient age of (B)(6) years old was omitted from the initial report in error. Corresponding fields of this report have been updated. Manufacturer ref no: (B)(4).

Manufacturer narrative:
Additional information was received on august 28, 2017, medication was provided to the patient. In addition, the patients outcome has resolved without sequelae. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered hemoptysis requiring medication. Clarification of the adverse event was received on 3/26/2019. The patient experienced bleeding complications instead of the tracheal bleed initially reported. Manufacture ref no: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
During a clinical trial, sponsored by bwi, it was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered hemoptysis requiring no medical or surgical intervention. Post-procedure, the patient developed tracheal bleeding. No intervention was administered. Patient required extended hospitalization as a result of the adverse event. Issue is ongoing and improved. Principal investigator assessed this event as moderate in severity, serious, not investigational device-related, and definitely procedure-related.